Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. -method & results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced or sterile lot. Conclusions: the patient had a primary right tha on (B)(6) 2022. The patient developed pji. The patient was revised on (B)(6) 2023, all components were exchanged. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: tridentii tritanium cluster50d; cat# 702-04-50d; lot# 29155651a; 6.5mm low profile hex screw 25mm; cat# 7030-6525; lot# gabj; accolade c cs 132 nk; cat# 6058-0435d; lot# pn2hdd; osteonics univ distal spacer 12mm; cat# 1067-0012; lot# py3d0n; 6.5mm low profile hex screw 25mm; cat# 7030-6525; lot# kpmj; delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 29164752. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient's right hip revised due to possible infection. No other information available due to hospital policy. A head and liner exchange was performed.